Event description:
Patient had an on-q pump placed in his right elbow area at time of surgery. Patient was to discontinue the pump two days later at home. When he discontinued the pump he noticed that pump was not empty because it had stopped infusing. Pump was inspected by clinical coordinator of the outpatient or where patient had his surgery. She is the patient's next-door neighbor. She did not notice any kinks, clamps, etc. And the pump appeared to be in proper working order. Patient did not suffer any harm and his pain control was acceptable.